Event description:
It was reported that the patient¿s stimulation was intermittent. When the patient met with a manufacturing representative, her program was ¿upped from 3.2 to 4.5.¿ because of the intermittent stimulation she was not getting the benefit of the therapy. This began on the day prior to the report. It was more noticeable when she was walking. The patient had increased; however, if she went too high, she felt stimulation in her diaphragm area. The patient¿s normal stimulation coverage was in the lumbar and leg. **omitted information in related pe

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).